Manufacturer narrative:
Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with gastrointestinal bleeding on (B)(6) 2016 in the setting of supratherapeutic inr. Warfarin was on hold due to treatment with bactrim for a symptomatic urinary tract infection (uti). The patient had presented to a local hospital with hematochezia and was transferred to the lvad implanting center overnight. Hemoglobin went down to 7 g/dl. During the hospitalization, two units of packed red blood cells(prbc) were transfused in 24 hours; and a total of 4 units. Patient had otherwise remained hemodynamically stable. It was reported that the gastrointestinal bleeding resolved on (B)(6) 2016. There were no reported alarms.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.